Event description:
Distributor reports that customer states, "filling a syringe of contrast media, a filamentous foreign object is found in the syringe."

Manufacturer narrative:
Manufacturing report: conclusions/corrective actions: since there is no sample available for evaluation, corrective actions cannot be taken from this investigation. Device history record deos not has evidence of any abnormal conditions within the manufacturing process. None of the 16 inspected units showed the complaint condition reported, upon these results, the product was released for distribution. Complaint will be reopened if the samples are received.